Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency head was overheating. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the radiofrequency head was overheating. The head passed incoming functional testing. If information is provided in the future, a supplemental report will be issued.